Manufacturer narrative:
This report is submitted on april 4, 2022.

Event description:
Per the clinic, the patient experienced infection around the abutment site (date not reported). On (B)(6) 2022, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.